Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a reservoir was attached to a drain. The drain system did not work. When the reservoir was activated, the anti-reflux valve remained closed. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1102359, mfg date 02/01/2011, exp date 02/28/2016. Batch j1100777, mfg date 01/01/2011, exp date 01/31/2016. Batch j1101591, mfg date 02/01/2011, exp date 02/28/2016. Batch j1102359, mfg date 02/01/2011, exp date 02/28/2016. Batch j1111510, mfg date 06/01/2011, exp date 06/30/2016. Batch j1108619, mfg date 05/01/2011, exp date 05/31/2016. Batch j1227918, mfg date 03/01/2012, exp date 03/31/2017. Batch j1023193, mfg date 12/01/2010, exp date 12/31/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Corrected information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1102359 mfg date 02/01/2011, exp date 02/28/2016; batch j1100777 mfg date 01/01/2011, exp date 01/31/2016; batch j1101591 mfg date 02/01/2011, exp date 02/28/2016; batch j1111510 mfg date 06/01/2011, exp date 06/30/2016; batch j1108619 mfg date 05/01/2011, exp date 05/31/2016; batch j1227918 mfg date 03/01/2012, exp date 03/31/2017; batch j1023193 mfg date 12/01/2010, exp date 12/31/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Conclusion: the actual device involved in this event was returned for evaluation. During the functional test of the reservoir, it did not function, holding vacuum when squeezed and closed. The valve was cut for inspection and the valve slit was closed. The material of the valve was yellow and deteriorating.